Event description:
A 2.8mm soft tissue suture anchor broke during insertion. The proximal portion was removed and the distal portion of the anchor remained embedded in the bone. The procedure was completed with a back up device. No injury to the pt was reported.